Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient had a surgical procedure to revise an artificial urinary sphincter (aus) due to a leak in the cuff. No patient outcome was reported. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.